Event description:
Report of a pca event where nurse was giving a fentanyl bolus, had just set up a 50 ml syringe with a 2500 mcg/50 ml concentration, wanted to give a 40 mcg bolus. As the bolus completed, the pt developed respiratory distress and nurse noticed there was only 30 ml left in the syringe (40 mcg dose would be 0.8 ml). Accounting for 1-3 ml priming volume (depending on the set that was used), this would mean that between 17 and 19 ml was delivered - amounting to 850-950 mcg in one dose. Pt had respiratory distress and coded, needed narcan, and was transferred to ICU. User facility has elected to not return device or event logs for MFR evaluation of the event.